Event description:
A report was received from the USA indicating the device experienced xb0069 and kb0079 error codes. There was no report of pt involvement. The date of the event was not provided. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor, if the gui monitoring task has determined that the pressure exceeds the clinician st pressure limit and the bdu has not triggered a high pressure pt alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm, when the safety valve is open, the ventilator opens a path for the pt to breathe room air spontaneously, although positive pressure ventilation is no longer provided.

Manufacturer narrative:
The user facility was advised to take the device out of svc for a software upgrade. Field action associated with this issue was issued on (B)(4) 2013. (B)(4).